Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had cassette not properly attached alarm. No adverse effects reported.

Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was a cassette not attached message in the history. A functional check was conducted and the reported issue was able to be confirmed. The pump was found to be displaying "cassette not attached" alarm message during the investigation. The pump was returned in (B)(6) 2020 for an "alarming when powered on" issue. The reported problem was duplicated. A microprocessor unit board was replaced, and not related to this current issue. Latch/lock flex will be replaced to resolve this issue.